Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during use that the cs300 intra-aortic balloon pump (iabp) experienced a malfunction error, leak in iab circuit alarm. There was no harm reported.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h3, h6 (type of investigation, investigation findings and investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. ¿leak in iab circuit¿ alarm recorded several times in the event logs. No fault found with iabp when exercised on a test catheter and patient simulator. Condensation removal procedure performed. Iabp inspected, cleaned and tested. Completed repair successfully. Product passed all functional and safety tests per manufacturer specifications.